Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device worked according the specification. Subsequent functional verification testing was completed without issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that the flow of the centrifugal pump 5 (cp5) went to zero during procedure. There was no report of patient injury.